Event description:
Over the past year, error on x-ray screen showed "no exposure call service" once, leading to an interruption of patient exam. Manufacturer contacted, they pulled error log and field engineer came out, resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted, they pulled error log and field engineer came out, resolving problem for now.